Event description:
A report was received that indicated that a ventilator dependent pt was experiencing inadequate ventilation. As a precautionary measure the tracheostomy tube was replaced. After replacement, the pt improved. There was no report of any incident related medical sequelae.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Visual examination revealed no defects or abnormalities. Performance tests indicated the device performed as intended. Measurement of critical specification were taken, these measurement conformed to the manufacturers specification for performance and safety. No operational or functional failure was detected and the product was within specification.